Manufacturer narrative:
It was also reported that prior to the injury, when the pentaray nav eco catheter was connected, it would not flush. Physician attempted to flush the catheter with a syringe without resolution. It was noted that the pentaray was momentarily inserted into the patient¿s body prior to noticing that it was not hooked up to irrigation. Catheter was replaced with another one and the issue resolved. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray nav eco catheter, model # d-1282-11-s, lot # 17667776l, carto 3 system. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ischemic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial window. During ablation phase, the patient became hypotensive and an effusion was confirmed via intracardiac echocardiogram and echocardiogram. Pericardiocentesis was unsuccessful. Pericardial window yielded an unspecified amount of fluid. Patient was reported to be in stable condition the evening of the procedure. It was noted that the patient had a fever. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related or patient condition-related. Transseptal puncture was not performed. There is no sheath information. Generator settings at the time of injury included power control mode at 40 watts, temperature at approximately 27 degrees celsius, and impedance at approximately 130 ohms. Power was titrated throughout the ablation phase. Power started at 30 watts and was titrated to 35 watts for pvc suppression. Within a few minutes, pvcs returned and the power was increased to 40 watts for the final ablations. Overall ablation time at the site of injury was 26 minutes and 20 seconds. Last ablation cycle time at the site of injury was 34 seconds. Irrigated catheter flow was on standard smartablate/coolflow settings for smarttouch sf at 15 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds.